Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the forceps elevator wire had foreign objects is cause not established and for distal end had a crack is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, forceps elevator wire had foreign objects and distal end has a crack was observed. The regional repair center indicated that the most likely cause of the forceps elevator wire had foreign objects and distal end has a crack was not determined. There was no patient involvement.